Event description:
It was reported that there a leak in cassette. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
D10, h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection no damage or anomalies were observed on the device. The device was functionally tested, and the device passed with no leakage or issues observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the available information, the investigation could not confirm the reported issue. No actions have been assigned at this time.